Event description:
It was reported that the patient was undergoing coronary artery bypass grafting. Prior to commencement of procedure, anesthesia placed a cordis introducer and a swan catheter via the right internal jugular. Procedure completed without incident or complication and the patient was transferred to the sicu in stable condition. Upon arrival fluid bolus ordered for volume depletion / low central venous pressure (cvp). After a short period of time nursing staff noticed expanding, swelling, and hardening of the patient's right neck/chest. Surgeon was immediately notified and volume/infusion via cordis/swan discontinued. Patient returned to the or for exploration of the neck and re-entry into the mediastium/sternum to rule out bleeding as a source of the swelling. Operative findings were of only large amount of clear fluid within the right chest. It was further reported that swollen/hardened area was consistent with intravenous fluid. Patient tolerated the exploratory procedures well. Post-op course uncomplicated and patient was discharged from the hospital on post-op day 6. There was no anticipated long-term injury as a result of this incident. It was indicated that the surgery was performed on 6/25 and patient was discharged on 7/1. The extubation was delayed by 1 day; however, due to getting blood glucose under control. It was stated that this could be a question of the patient's anatomy-"heavy-set" and a short neck. There was no injury to the neck and chest. As per hospital, report was issued due to adverse patient event. Testing performed at the hospital with the catheter : methylene blue dye injection was injected into the cordis port and revealed no catheter puncture or areas of fluid leakage prior to distal tip as would be expected. Methylene blue was also injected into all ports of the catheter (proximal and distal) port and revealed no abnormality. Pulmonary wedge balloon also tested and appropriately inflated. Findings suggest no manufacture/product defect related to either catheter.

Manufacturer narrative:
Contacted customer and it was indicated that the device is not available for evaluation as it was discarded. However, as noted, the hospital tested the product and found no product related defects. Methylene blue dye was injected into the cordis port and revealed no catheter puncture or areas of fluid leakage prior to distal tip. Methylene blue was also injected into all ports of the catheter (proximal and distal) port and revealed no abnormality. Pulmonary wedge balloon also tested and appropriately inflated. Findings suggest no manufacture/product defect related to either catheter. The lot number was not provided therefore, a device history record review cannot be completed.